Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement of clip opening while locked could not be determined. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted with no reported issue. Another clip was advanced to the mitral valve. The clip was closed to 60 degrees and was locked. After leaflet insertion, the clip was fully closed with mr reduced to grade 1. Right after deployment, the clip opened to about 20 degrees. Mr increased to grade 2. The clip remained stable on both leaflets. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.